Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall the blood glucose reading. Troubleshooting was performed. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer inserted new battery but the insulin pump display still blank. Customer will be receiving new battery cap. Customer also reported battery out limit. Insulin pump will not be returning for analysis.